Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, moderately tortuous and 90% stenosed anatomy resulting the reported failure to advance and the reported difficult to remove. As reported, the stent was deployed in the mid right coronary artery and another xience skypoint sds was deployed in the distal rca to complete the procedure and treat the target lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience skypoint is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca). Pre-dilatation was performed and then the 2.5x15 mm xience skypoint stent delivery system (sds) was advanced with resistance noted in the mid rca. The sds failed to cross the mid rca and during the attempt to remove the sds it became stuck in the mid rca. The sds could not be removed so it was deployed in the mid rca. Another xience skypoint stent was deployed in the distal rca to treat the target lesion. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.